Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 15 mg/ml dilaudid (hydromorphone) at 7.5 mg/day and 300 mcg/ml droperidol at 150 mcg/day. The reason for use was not reported. It was reported that the patient had withdrawal and overdose symptoms intermittently. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter dye study, which showed a patent catheter. Interventions/actions that were taken to resolve the issue included a catheter revision. Exploratory pocket revision revealed 2 small sheared spots on catheter. They cut/removed damaged section and spliced together with collette. The old catheter would not be returned, as it was discarded by the manufacturer. Confirmed patent catheter via side port aspiration. The issue was resolved at the time of the report. There were no further complications reported/anticipated.